Event description:
It was reported that the left ventricular lead exhibited failure to capture. The left ventricular lead was capped and replaced on (B)(6) 2023. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.